Event description:
A customer contacted beckman coulter inc. (Bci) in regards to low white blood cells (wbc), red blood cells (rbc), hemoglobin (hgb), and platelet (plt) results generated by coulter ac-t diff hematology analyzer for one patient specimen. The low platelet result had an instrument defined flag. The results were reported out of the laboratory. The patient was redrawn at the hospital and the initial results were considered erroneous when compared to the hospital results. There was no change to patient treatment and no death associated with this event.

Manufacturer narrative:
The customer reported low hemoglobin (hgb) qc results on the act diff instrument. The sample was run in whole blood mode. Samples were not rerun to confirm accuracy back to the last acceptable control run. A bci field service engineer reviewed qc data and verified system functionality with no observed problems. The fse provided the customer instructions on running controls and ensured that all samples have a minimum sample volume before sampling. A root cause for this event could not be determined based on the available information.